Manufacturer narrative:
Device not returned. Additional manufacturer narrative: unfortunately, the edwards device was not returned for analysis. The device history record (DHR) review is currently in process. The patient also had another related event; please reference the other medwatch report filed under device serial (B)(4).

Manufacturer narrative:
The device history record (DHR) review was completed and there was no nonconformance found related to this event. It was previously noted to reference the other medwatch report filed for device (B)(4). The event regarding this device was submitted in a quarterly alternative summary report (asr).

Event description:
Edwards lifesciences maintains an implant patient registry. This registry is a patient tracking mechanism for serialized edwards implantable devices (bioprosthetic heart valves and annuloplasty rings), rather than a true (B)(6) registry. Through the registry, edwards is notified when these devices are implanted. In addition, patient and/or device status may be reported to the registry via the implantation data cards. The information is received from various sources (e.g. Surgeon, hospital, and patient family members) and is not received in the form of a conventional "customer complaint". The information reported may or may not be related to the edwards device. In this case, it was reported that the patient has expired. The date of patient's death and implant duration were not provided. Through follow-up with the health-care provider, a copy of the patient's discharge summary was received. Unfortunately, the cause of death was not provided. According to the report, the patient had surgery for a stenotic prosthetic aortic valve. The patient also had mitral valve replacement. The patient's condition upon discharge was "fair." No other details were provided. Furthermore, there have not been any allegations of a product malfunction.